Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous, 100% stenosed anterior [tibial] artery. A high torque proceed guide wire was advanced using a non-abbott balloon catheter for support. The guide wire failed to cross the lesion due to resistance with the balloon catheter. The guide wire was therefore attempted to be retracted into the balloon catheter but became stuck. On imaging it was noticed that a dark point appeared on the guide wire that had not been visible previously. As a result, the guide wire and balloon catheter were removed together as a single unit. The distal end of the guide wire was noted to be stretched and the balloon compressed. A non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coil, difficulty to advance and remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Although the cine review was unable to determine a cause for the dark point or malfunction of the guide wire, based on the returned analysis and reported information, the investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. It is likely that during advancement through the moderately calcified, mildly tortuous, 100% stenosed anatomy, the guide wire coils stretched causing the difficulty to advance the balloon catheter over the guide wire. Manipulation of the wire against resistance likely caused the noted coil damages and the dark section on the tip and locking the guide wire in place inside the balloon catheter and the difficulty to remove. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.